Event description:
After stenting of the proximal internal carotid artery (ica) cervical lesion, no flow improvement was noted on imaging so a decision was made to treat the cavernous ica lesion. Angioplasty and stent placement were successful, however, there was some malapposition of the stent in the vessel. As the patient was being transferred to the emergency room, the patient became obtunded and was brought back to for imaging. This revealed a thrombus within the stent. It was not possible to reaccess the stent with a catheter and reopro and tissue plasminogen activator were administered intra arterially without success. The thrombus began to extend toward the ica bifurcation and anterior cerebral artery. Further attempts to resolve the thrombus were unsuccessful. The patient was placed on a reopro drip but the patient declined neurologically and expired, date of death is unknown.

Event description:
After stenting of the proximal internal carotid artery (ica) cervical lesion, no flow improvement was noted on imaging so a decision was made to treat the cavernous ica lesion. Angioplasty and stent placement were successful, however, there was some malposition of the stent in the vessel. As the patient was being transferred to the emergency room, the patient became obtunded and was brought back for imaging. This revealed a thrombus within the stent. It was not possible to reaccess the stent with a catheter and reopro and tissue plasminogen activator were administered intra arterially without success. The thrombus began to extend toward the ica bifurcation and anterior cerebral artery. Further attempts to resolve the thrombus were unsuccessful. The patient was placed on a reopro drip but the patient declined neurologically and expired, date of death is unknown.

Manufacturer narrative:
Additional information stated that prior to treatment of the cavernous ica, activated clotting time was 287 seconds and it was found later that the patient had a prothrombin gene mutation.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device misuse or mishandling that contributed to the reported event. The reported malposition is believed to be related to the size and shape of the lesion and vessel and is therefore considered to be due to operational context. Thrombosis, neurological deficits and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported adverse events were an anticipated procedural complication.